Event description:
On (B)(6) 2025 I had a dangerously low blood sugar requiring medical treatment. I was using the dexcom g7 to track my glucose, it was reading 84. I felt symptomatic so I checked with a finger prick, and I was at 30. Dexcom's error could've costed me my life. I administered baqsimi which caused a long list of symptoms including nausea, vomiting, migraine, head/facial swelling, sinus irritation, difficulty breathing etc. I was taken by ambulance to (B)(6), they gave me zofran, IV fluids, and glucose in the ambulance. At the hospital I was given zofran, gastrointestinal cocktail, torodol, benadryl, IV fluids, and glucose before being sent home. Following this event I have switched back to the dexcom g6 continuous glucose monitoring to avoid this issue in the future, but I worry for the millions of people who are still on this device who's lives are at risk.